Event description:
Pt. Had an esophageal cooling device; machine for the esophageal cooling device had to get refilled twice throughout the morning; after the machine was alarming to have fluid replaced again, the esophageal probe was pulled out from the patient; it was discovered that the very end of the probe had 2 holes in it allowing water to be administered to the patient.